Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was hydrated for about 25 hours. The valve was visually inspected: a small cut/tear in the silicone housing was noted on the underside of the valve mechanism. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, the valve leaked from the small cut/tear in the silicone housing. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 11th august 2006. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause for the cut/tear in the silicone could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a female patient. Doi and the initial pressure setting are unknown. On (B)(6) 2016, the patient visited the hospital due to minor headache. When the surgeon tried to change the pressure setting, it could not be changed. So the surgeon planned a revision, but the patient did not accept it and she was discharged from the hospital. On (B)(6) 2016, the patient returned to the hospital and then the revision was conducted on (B)(6) 2016. The patient's condition improved after the revision.